Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the device was used for laparoscopic lower anterior resection, leak occurred on the second day. The fluid drainage volume of drain was 200ml and after that, it turned to 440ml and 580ml with each passing day. It decreased to 140ml on the 5th day. The fluid drainage of drain on (B)(6) was clean. However, the patient was unable to leave the hospital because the drain had not been removed yet and the fluid drainage was being cloudy. Bacteroides was detected when the fluid drainage of drain was checked, so the anastomotic site was being in the condition of abscessed.